Event description:
It was reported that this patient was just implanted with an implantable cardioverter defibrillator (ICD) system. They were going to perform a chest x-ray and have the patient discharged. However, the patient passed out and had seizures. Cardiopulmonary resuscitation (CPR) was started and the patient had to be externally shocked. X-rays were performed and the lead was found to be dislodged and is free floating. Review of device data found stored ventricular episodes correlated that correlate with the time the patient passed out. It was noted that the patient received inappropriate anti-tachycardia pacing (atp) and shock therapy due to oversensing of atrial fibrillation (af). Additionally, review of the last shock may have induced the arrythmia from ventricular tachycardia (vt) to ventricular fibrillation (vf). Rest of the episodes had fine vf with undersensing. Subsequently, the patient underwent a lead revision successfully and the patient was discharged. At this time, the lead remains in service. No additional adverse patient effects were reported.